Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence and pelvic organ prolapse concurrently with laparoscopic lysis of adhesions, laparoscopic uterosacral vaginal vault suspension, midurethral sling placement, cystourethroscopy, hydrodistention, and dilation and curettage. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, and neuromuscular problems. It was reported that the patient underwent mesh excision on 09/04/2012 due to pain. No additional information was provided. (B)(4).

Manufacturer narrative:
.